Event description:
Customer reports that due to a leak in the pt circuit, the low expired minute volume alarm limit was set to .1. The pt became disconnected and the low expired minute volume alarm did not activate. The set minute alarm light was flashing. Upon further investigation, the lower expired alarm limit was found to be below zero. The customr reports that a mini heart nebulizer was connected in line operating at 2 l/m. The ventilator is currently operating to specs. The customer is fully aware of the process of setting the low expired minute alarm.